Event description:
During a transfer of a resident from bed by two carers using a portable ceiling lift, the motor started to go down by itself, causing the resident to fall on his bed. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4), on behalf of the MFR arjohuntleigh magog, inc. MFR complaint number: (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. It was noticed that the lift was in good general condition. Add'l info will be provided following the conclusion of the MFR's investigation.